Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after a site and cartridge change, the customer experienced an elevated blood glucose (bg) level of 430 mg/dl. A correction bolus was delivered to address bg level. A system check performed with tandem technical support indicated that the pump was operating as expected. Reportedly, the customer changes the cartridge every 4 to 5 days while using humalog. The customer was instructed regarding cartridge/insulin labeling.